Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Presented with pain and x-rays showed fracture through medial malleoius. Per sales rep, non union, inflammation, infection and tissue damage were not reported.

Manufacturer narrative:
Evaluation revealed the sliding core, uhmpwe, 6mm to be the subject product. No further associated products were reported. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. During investigation no material, design or manufacturing related issues were found. In the case presented the patient had been treated with star on (B)(6) 2010 due to a right ankle osteoarthritis. In (B)(6) 2016 the patient presented to the hospital for re-evaluation of his right ankle. The attending physician did not identify any significant changes in his condition. The patient stated to be having some increased pain in his ankle. He was getting along well up until this recent increase in his pain. X-rays were taken by the physician, which showed a pathological fracture through his medial malleolus. The physician detected a cystic lesion in the medial malleolus, which most likely had led or contributed to the pathological fracture. The patient was revised on (B)(6) 2016. The implanted sliding was removed and replaced by a new one. Furthermore an open repair of his medial malleolus was performed with bone graft. The received sliding core was in a very good condition. It showed minor traces of use, but no visible signs of abrasion, significant wear or a breakage. Cyst formation and bone fracture in general had been experienced and are nominated in the scientific literature. It does not present an unanticipated event in itself. ¿the by-products of frictional wear between the metal and polyethylene components of joint replacements lead to peri-prosthetic bone resorption. This process is named osteolysis and can result in subclinical or significant bone loss, loss of implant stability, subsidence, and implant failure. ¿early recognition, monitoring, and treatment of progressive peri-prosthetic osteolysis may prevent loss of implant stability¿debridement of the cyst and grafting, correction of malalignment if present, and polyethylene exchange may arrest progressive osteolysis and should be performed before implant failure.¿ ¿fractures of the medial or lateral malleolus may occur intraoperatively or postoperatively. Postoperative fractures may represent unrecognized intraoperative fractures or stress fractures that develop after surgery. Scrutiny of postoperative radiographs should include ruling out these fractures. Non-displaced postoperative fractures with stable components may be treated with casting. Displaced fractures should undergo open reduction and internal fixation to avoid implant loosening.¿ cysts were furthermore clinically assessed by a hcp: ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion¿. Based on the above information, a deficiency of the device in questions was not verified. Nevertheless as the exact cause of cyst formation is still poorly explained / understood and probably multifactorial, an exact root cause could not be identified. In case any relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Osteolysis, periprosthetic bone loss (like cysts) and bone fracture are listed in the IFU as adverse effects.

Event description:
Presented with pain and x-rays showed fracture through medial malleolus. Per sales rep, non union, inflammation, infection and tissue damage were not reported.